Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low blood glucose of 32mg/dl and treated with glucose. Customer indicated that their blood glucose value was 168mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin. Customer requested a new transmitter which will be provided. Customer declined further low high blood glucose troubleshooting. No further details given.